Event description:
It was reported "rn noticed blood refluxing into white (proximal) lumen when aspirating and flushing pink (distal) lumen. Called infusion therapy for review. We found the same when aspirating and flushing suspected septum rupture so initiated PICC removal." The patient's current condition is reported as "deceased". The device was not contributory to the patient's cause of death.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen catheter for evaluation. Signs of use in the form of biological material were observed on and within the catheter. Visual and microscopic inspection of the catheter revealed a hole in the portion of the proximal extension line molded within the juncture hub. The catheter body total length from juncture hub to the end of the distal tip measured at 19 15/16", which is within the specifications of 19 1/2"-20" per catheter product drawing. The outer diameter of the proximal extension line measured 0.094", which is within the specification limits of 0.093"-0.097" per proximal extension line extrusion drawing. The inner diameter of the proximal extension line measured 0.059", which is within the specification limits of 0.055"- 0.059" per proximal extension line extrusion drawing. The outer diameter of the distal extension line measured 0.094", which is within the specification limits of 0.093"-0.097" per distal extension line extrusion drawing. The inner diameter of the distal extension line measured 0.059", which is within the specification limits of 0.055"- 0.059" per distal extension line extrusion drawing. Each lumen was flushed using a lab inventory syringe filled with water. When the proximal lumen was flushed, water was observed entering the distal extension line and vice versa. Therefore, the customer report was replicated. The customer report of catheter lumen crossover was confirmed through complaint investigation of the returned sample. Visual and microscopic inspection of the catheter revealed a hole in the portion of the proximal extension line molded within the juncture hub. During functional testing, inter lumen crossover was observed between the proximal and distal lumens. The catheter met all relevant dimensional requirements. Based on the customer report and sample received, the probable root cause for this event is manufacturing related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "rn noticed blood refluxing into white (proximal) lumen when aspirating and flushing pink (distal) lumen. Called infusion therapy for review. We found the same when aspirating and flushing suspected septum rupture so initiated PICC removal." The patient's current condition is reported as "deceased". The device was not contributory to the patient's cause of death.

Manufacturer narrative:
(B)(4)